Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I felt like that every month before removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced malaise ("feel soo sick"), nausea ("I'm taking extreme nausea"), fatigue ("fatigue "), headache ("headache"), dysmenorrhoea ("I used to get cramping with my period"), feeling abnormal ("feeling terrible"), lethargy ("lethargic and weak"), asthenia ("weak"), nightmare ("nightmare"), cardiac arrest ("cardiac arrest") and inflammation ("essure caused inflammation"). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal, malaise, nausea, fatigue, headache, dysmenorrhoea, feeling abnormal, lethargy, asthenia, nightmare, cardiac arrest and inflammation outcome was unknown. The reporter considered asthenia, cardiac arrest, dysmenorrhoea, fatigue, feeling abnormal, headache, inflammation, lethargy, malaise, medical device removal, nausea and nightmare to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-aug-2020: quality-safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I felt like that every month before removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced malaise ("feel so sick"), nausea ("I'm taking extreme nausea"), fatigue ("fatigue "), headache ("headache"), dysmenorrhoea ("I used to get cramping with my period"), feeling abnormal ("feeling terrible"), lethargy ("lethargic and weak"), asthenia ("weak"), nightmare ("nightmare"), cardiac arrest ("cardiac arrest") and inflammation ("essure caused inflammation"). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal, malaise, nausea, fatigue, headache, dysmenorrhoea, feeling abnormal, lethargy, asthenia, nightmare, cardiac arrest and inflammation outcome was unknown. The reporter considered asthenia, cardiac arrest, dysmenorrhoea, fatigue, feeling abnormal, headache, inflammation, lethargy, malaise, medical device removal, nausea and nightmare to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.